Manufacturer narrative:
The insulin pump was received missing keypad overlay, cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. No label worn or faded on the insulin pump.

Event description:
It was reported that the customer's front label on the insulin pump was missing. The front label had the words: medtronic, b, esc, act, and the up and down arrows. Over the buttons were a silver square. The words and the whole label were gone. The customer's blood glucose level was 180 mg/dl. He/she treated his/her blood glucose level with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.